Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2266, awareness date 01-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Additional information received on 23-nov-2015. The consumers daughter reported that soon after the procedure, her mother began experiencing autoimmune-like symptoms, almost as if she were in the midst of a lupus or fibromyalgia flare-up however, she did not has an autoimmune disease, she had always been perfectly. As the years passed, and she got worse, she was constantly in pain, a major problem for a person whose career required movement activity, and taking care of other people. She also experienced neurological symptoms, quite like a lupus fog (the reporter stated she knew because she was diagnosed with lupus in the middle of her mothers illness). She reported that important moments of their family's lives have gotten lost in her head. She reported her mother knew instinctively what was wrong almost right away; however, it took years to convince her doctor to take a closer look; it was like she was a stereotypical hysterical woman. When the doctor finally looked, what she found that her insides (uterus, etc.) Had all become fused together by scar tissue, like a spider web; and the only solution was a total hysterectomy. The reporter stated that essure did that to her. She was relatively pain-free. Product technical complaint (ptc) investigation result received on 23-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had constant pain after essure insertion and was submitted to surgical intervention. According to the reporter, during this procedure it was found that consumer's insides (uterus, etc.) Had all become fused together by scar tissue, like a spider web. She had to have a total hysterectomy. Only pain is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Reporter stated consumer had pain and was submitted to a hysterectomy (date of this procedure not informed). During the surgery, scar tissue was found in her pelvis. This suggest consumer had pelvic adhesions; however no information was given about prior history (previous surgeries), concomitant conditions (such as endometriosis or diverticulosis) or essure location to conclude on a possible etiology for these adhesions. Therefore, causality between the reported scar tissue and essure cannot be assessed. Regarding consumer's pain; as it recovered after device removal and since abdominal, pelvic and uncharacterized pain may occur with essure therapy; a contributory role of the suspect device cannot be totally rule out. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued (case from health authority website monitoring).